Event description:
Allegedly removed during the revision of another component. Low activity level.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01080. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no failure detected and product within specification.the complaint was reviewed and analysis showed no trend for item/lot. The product was dimensionally inspected and photographic images were made.evidence that product in specification when used.(B)(4).